Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced mild erythema. Customer had reddening and irritation of the skin at the insertion site. Blood glucose level at the time of the incident was not provided. The customer will not return the product for analysis.